Manufacturer narrative:
The device was returned to olympus for evaluation however, the user facility report was not confirmed. The device was found to power on and the main lamp was not failing. Olympus testing did find that the lamp was out of specifications with excessive grease. It was also found that the scope socket pins were corroded. Olympus serviced the device with a lamp and scope socket replacement. The device was returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that when they turn on the light for the scope it does not turn on and it turns on secondary light and a message to turn the primary light on. There was no patient harm associated with this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated, g4, g7, h2, h6 and h10. The following issues were addressed subsequent investigations; 1. Power on issue with main lamp. Although the reported event was not reproduced by the repair division, it has been identified that lamp may have deteriorated considerably from the hours of use, and that this occurred because lamp was nearing the end of its service life. The degradation of lamp may have also been accelerated by the lack of adequate heat compound application, such as the addition of the old heat compound attached to the heat sink of the lamp replacement without sufficiently spraying, or excessive heat compound application by ignoring the instructions described in IFU. 2. Lamp out of specification. It is assumed that lamp deteriorates over time due to long-term use. Alternatively, the degradation of lamp may have been accelerated by the inadequate application of heat compounds, such as the excessive application of heat compounds by ignoring the instructions described in IFU. 3. Excessive grease observed. Excessive heat compound application by ignoring the instructions described in IFU. 4. Socket pins corroded. It is inferred that this occurred when the user connected the scope's electric contact without an adequate drying time for the scope. Alternatively there may have been foreign material such as a chemical residue, water, dust, gauze spraying on the surface or when the user cleaned the scope socket.